Event description:
It was reported that while inserting, the insert trial was hit with the bottom of a mallet causing it to crack. All pieces were recovered. Surgery time was not extended. A replacement is needed. No surgical delay.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with this report was returned for analysis. Examination of the returned device could not confirm the reported allegation. However the device was found broken in half. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.